Event description:
The hcp reported that a motor stall occurred. Upon reinterrogation of the pump, it was revealed that the pump had restarted approximately 2 hours later. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
B5 - the hcp reported that there were no patient symptoms reported with this event. "We printed off the logs, reprogrammed the pump, and demonstrated that the stall had cleared." No patient treatment/intervention was performed. The patient recovered without sequela. F10 - corrected patient code. Added device code.

Manufacturer narrative:
F. For use by user facility/importer(devices only) 10. Patient codes: c76143 device codes: c63214 h10 ¿ supplemental submitted to correct h6 conclusion codes and f10 patient and device codes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.